Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/02/2020. H3 evaluation: a picture was returned for analysis. Upon visual inspection of the picture, a foil package could be observed, and no conclusion could be reached. The detached needle and a dispensed suture piece of product were also returned for analysis. During the visual inspection of detached needle, the closure of the channel needle was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the suture needle pull off is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ma5151, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the event occurred pre-op before use on patient or intra-op during use on patient? Device return status/ follow up.

Event description:
It was reported that a patient underwent a procedure for the concomitant strabismus of the left eye on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle in the newly dispensed suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.